Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle would not retract after use. The following information was provided by the initial reporter: lot 3005951 20 ga x 1.16 in ivs are reported as ¿dull.¿ also having issues with the needle not retracting after use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle would not retract after use. The following information was provided by the initial reporter: lot 3005951 20 ga x 1.16 in ivs are reported as ¿dull.¿ also having issues with the needle not retracting after use.